Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had a cracked reservoir tube lip noted during visual inspection. Data analysis was unable to perform data analysis due to no pump history available on history download. No data was available due to pump being received without battery in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer passed away at home on (B)(6) 2015. Customer was found in bed face down with a bucket of white bile next to her. Customer was not admitted into the hospital as customer passed away at home. Customer's blood glucose at time of death was unknown. Customer's cause of death was acute renal failure. Customer was diagnosed with early stages of renal failure three months prior to death. Customer was wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Caller received assistance with uploading insulin pump. Caller requested for insulin pump to be returned to him after analysis for donation purposes.